Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that resistance was experienced during the fill process. A syringe needle change and cartridge change was performed resolving the issue. Customer¿s blood glucose level was in the 100s mg/dl.